Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® dryseal flex introducer sheath. When the 18 fr sheath was inserted from the left femoral artery, a strong resistance was noted. A 7 mm balloon was used to dilate the left femoral artery, and the 18 fr sheath was reinserted but could not be delivered. Angiography was performed and confirmed an access vessel rupture. Three stent grafts were implanted in the left external iliac artery to stop the bleeding, but the bleeding continued because the bleeding site could not be identified. An additional surgical incision was made to visually confirm the bleeding site, and one stent graft was additionally placed in the distal left external iliac artery. Defining the bleeding site, hemostasis was finally achieved with direct compression and suturing. The endovascular treatment was canceled. After wound closure, weak pulse was observed in the patient's left leg. The patient was cut down again, and angiography confirmed the peripheral stenosis below the superficial femoral artery. Percutaneous transluminal angioplasty (pta) was performed, and the procedure was completed. The physician reported that there was a resistance when inserting the 18 fr sheath and attempted to forcefully insert it. Reportedly that the access vessel was ruptured, and the bleeding site could not be identified, so it took time for the hemostasis.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.